Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6600 displayed "settle error". There was no adverse pt involvement reported. There was no pt info reported.